Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter was used during a dilatation procedure on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon ruptured in the esophagus at 6atm. The device was removed with the scope and no pieces of the balloon detached inside the patient. The procedure was completed with this device before the balloon ruptured. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: a review of the complaint database concluded there were no previous complaints reported for lot number 13109689. A visual examination of the returned device found the balloon portion of the device to be longitudinally torn and the catheter to be cut below the balloon. The condition of the returned device is consistent with the complainant's report that the balloon ruptured and that the catheter was cut in order to safely remove the balloon from the scope. The most probable root cause for balloon burst is operational context; this failure occurs when procedural factors encountered limit the performance of the balloon (e.g. The balloon comes in contact with sharp exterior sources).

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter was used during a dilatation procedure on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon ruptured in the esophagus at 6atm. The device was removed with the scope and no pieces of the balloon detached inside the patient. The procedure was completed with this device before the balloon ruptured. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.